Event description:
It was reported the customer had fluctuating high and low blood glucose. Customer reported their blood glucose was 343 mg/dl after lunch. Customer then stated their blood glucose declined to 47 mg/dl at the end of the night. The customer stated they then woke up with a blood glucose of 166 mg/dl. Customer stated the fluctuation in their blood glucose may be caused by changes in their meal schedule. Customer also stated they may have over compensated by taking 10 units of insulin. The customer declined to troubleshoot for their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.